Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. No other anomalies were found.

Event description:
It was reported that the patient presented in clinic due to discomfort from their implantable cardioverter defibrillator (ICD) pocket. It was noted that the patient had an infection which had caused wound dehiscence and caused the patient to have a hematoma, and purulent drainage. A blood culture was performed, and no growth was found. However, escherichia coli urinary tract infection was found on (B)(6) 2025. The patient was placed on antibiotics and drainage was performed to resolve the hematoma. The ICD was explanted and replaced. The patient was eventually discharged under stable condition.